Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: 1. Upon receipt we received a catheter and connector. The connector was received in a closed state. 2. Catheter visual inspection no abnormalities found. 3. Connector visual inspection deformation was found on the bush from prolonged closure during the shipping process no additional abnormalities were observed. Dimension check: catheter length test: company specifications: 990mm - 1070mm, sample catheter length: 1028mm, sample was within company specifications. Catheter outer diameter (end of catheter) length test: company specifications: 0.84mm - 0.90mm, sample catheter outer diameter length: 0.8403mm, sample was within company specifications. Functional test: catheter tensile strength test: catheter sample was connected with connector sample for this test company specifications: above 11n, test results: 11.1n, sample was within company specifications. Others: catheter sample was inserted into connector sample up to the marking point without resistance; as intended. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter disconnected from the connector.